Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: hemodialysis catheter inserted with no force used, guide wire came out sheared in two. No patient injury was reported. No report of a required intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned for analysis. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks in the guide wire body. The guide wire contains two core wires, both of which are broken and protruding out of the coil wire. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. During inspection of the guide wire, undue force was applied, causing the distal end of the guide wire to become separated. Visual inspection of the catheter could not be performed as the catheter was not returned. The total length of the core wire measured 697 mm in length which is within the specification of 694 - 706 mm per guide wire product drawing. This indicates that the entire wire was returned for evaluation. The outside diameter of the guide wire measured 0.960 mm which is within the outer diameter specification of 0.940 - 0.965 mm per guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not returned. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that the proximal weld was intact. Additional testing of the catheter could not be performed as the catheter was not returned. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wires were broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: hemodialysis catheter inserted with no force used, guide wire came out sheared in two. No patient injury was reported. No report of a required intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: hemodialysis catheter inserted with no force used, guide wire came out sheared in two. No patient injury was reported. No report of a required intervention. The patient's condition is reported as fine.